Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and evaluated. Impella cp returned for evaluation. Upon visual inspection, no kinks in catheter present. Pump was connected to console and placement signal not reliable (psnr) alarm reproduced. Optical parameters of the pump were measured, and values were consistent with a broken fiber. Pump did not pass laser continuity testing and light was emitting from patient cable side of red handle. Further examination of the red handle found that a broken fiber was present on the patient cable side of the red handle. Additionally, bond between patient cable and kink protector was not intact. Patient cable was able to easily rotate and translate. Wires exiting from patient cable into red handle were very tightly twisted around themselves. Complaint pump kink protector was compared against a control pump. Upon further inspection of the bond of the patient cable kink protector, complaint patient cable showed thin glue layer present. Kink protector was able to easily slide up patient cable without resistance. Control patient cable had thick layer of glue and bits of kink protector still attached after kink protector was removed. Complaint kink protector shows smooth internal canal, no tearing of kink protector present. Very minimal glue residue on kink protector. Control kink protector torn after removing from patient cable. Some glue residue present on inside of control kink protector. No data logs were returned for analysis. Clinical details noted that a psnr alarm occurred on the third day of support a few hours after troubleshooting with the touhy-borsht lock was performed. The root cause of the optical signal issue was most likely due to a damaged fiber line on the patient cable side of the red handle as a result of insufficient adhesive in the manufacturing process. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm was encountered during impella cp support. The alarm was silenced and support continued uninterrupted. The pump was eventually weaned and explanted. There was no reported patient harm.